Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 chemistry analyzer. The fse inspected the analyzer and found multiple issues. The fse found obstructed ise (ion selective electrode) tubing, worn-out ise mix motor, defective buffer valves, sample valve, and di (deionized) water pump. The fse replaced the ise mix motor, buffer valves, sample valve, ise tubing, and ise mix motor mount to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer intermittently generating false high patient results for sodium (na), potassium (k), and chloride (cl). The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided a verbal example of false result for one (1) patient. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.